Manufacturer narrative:
H10: philips received a complaint on the v60 ventilator, indicating that the unit has an error code 1102 - primary alarm failed, which is an overheated blower alarms message followed by a shut down and was removed from service. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The screen most likely blacked out by accident trying to clear alarm. Testing blower for overheat alarms over night setup spontaneous/timed (s/t) mode inspiratory positive airway pressure (ipap): 30 expiratory positive airway pressure (epap): 20 rate 25. Leaving overnight will check alarms and temp the next day. The rse advised the customer to perform extended run in and check to see if problem duplicates, replace blower as precaution if needed to address error codes. After further troubleshooting, the unit powers on normally and cycles with no alarms activated, no problems with display, noted error codes 1102 in event log, cooling fan is operational, filters are fairly clean, in pneumatics blower celsius reading is within specs, cannot duplicate complaint. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit has an error code 1102 - primary alarm failed. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.